Event description:
Per medwatch report (B)(4): pt arrived with leaking of amniotic fluid. On ultrasound she was oligohydramnios. The fetal heart rate was seen trending down to fetal bradycardia. Stat c-section was called. Baby girl born with an apgar score pf 8/8. The anesthesia provider reports to operating room team that he is having issues ventilating the patient. The ventilator had failed. The screen showed an error message showed "unable to drive bellows" and unable ventilate the patient. Patient was being manually ventilated with ambu bag. The patient was woken up in the operating room and taken to unit in stable condition. Ge service report confirmed machine acb inspiratory flow sensor error verified inspiratory pressure count.

Manufacturer narrative:
Report source other: medwatch report (B)(4). Date of device manufacture unknown as serial number unknown. Legal manufacturer: (B)(4).